Event description:
On (B)(6)2007, the pt was implanted with an scs system. On (B)(6)2010, the sales rep met with the pt for programming. The pt stated that the ipg would run for 4-6 hours, randomly turn off for 10-20 seconds, and then come back on. The pt stated that the behavior does not occur at the same time every day, nor in the same environment. The pt does not have this problem when the ipg is set to cycle mode, but only when using continuous programs. On (B)(6)2010, the pt reported that the ipg battery was low and that the device was still randomly turning off by itself. The doctor has scheduled the pt for an x-ray and plans to replace the ipg.

Manufacturer narrative:
Eval - method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.